Event description:
Per contact, during the procedure, none of the bands would fire. When the device was removed from the pt, it was noticed that the string was frayed/shredded and the plastic sheath remained in the scope. Procedure was completed with sclerotherapy.